Event description:
It was reported that the patient right atrial (ra) lead exhibited loss of capture due to increase of capture threshold. The ra lead was capped and replaced on (B)(6) 2022. No patient consequences reported.